Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes automatic mode switch due to noise were noted on the right ventricular (rv) and right atrial (ra) lead. Noise was reproducible during lead provocative tests. The physician elected to not perform intervention since the patient does not require pacing assistance. The patient was stable and will continue to be monitored.